Event description:
Info received indicates the brake caster continue to ratchet from side to side when in brake.

Manufacturer narrative:
The tech found the casters were worn. He replaced the casters to repair the stretcher.